Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis therapy. The cause of the infection was unknown. The patient was hospitalized for the peritonitis. Treatment was not reported for the infection. It was reported that peritoneal dialysis therapy had been stopped due to the peritoneal dialysis catheter (non-baxter product) not functioning. On an unreported date, the patient was treated with surgery to manipulate the peritoneal dialysis catheter. It was not reported if the patient was recovering or was recovered from the peritonitis. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). This report involves an infection in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out. The reported product is an unknown baxter transfer set. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.